Event description:
The distal part of the wizdom st wire broke off from the proximal part and had moved to the distal segment of the larger branch of the first diagonal. Several attempts to retrieve the fragment were made, but the attempts were unsuccessful.